Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working. Our field service engineer investigated the ventilator on site. The issue was resolved by replacing the pressure transducer. No logs were provided and the defective pressure transducer was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer ref.#: (B)(4).